Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 32 mg/dl. The customer stated that the last infusion set change was on (B)(6) 2011. Explained to customer that the infusion set and reservoir need to be changed every two to three days. The customer was experiencing unexplained low blood glucose for the past week. Troubleshooting was performed. The customer's most recent glucose reading was 355mg/dl, and he has treated with a bolus to lower his blood glucose. The programming, time, and date were correct. The customer stated that there is less insulin in the status screen than the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.